Event description:
A surgeon reported that during surgery, the infusion sleeves are too tight to fit on the I/a tip and phaco tip. He stated that this condition restricts the aspiration flow, and causes damage to the pt's capsular bag in some of these cases. No pts were identified, and the surgeon declined to provide additional info.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).